Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm. It was also reported that the tubing was clamped, cassette was removed, tubing was massaged, and no air was reported. The cassette was reattached, but the alarm returned. No patient consequences were reported. No adverse effects were reported.